Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received with visual abnormalities noted. The complaint was confirmed as there was a rattling noise inside during functional testing. The root cause was the dump valve had come off inside the main unit. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dump valve was installed to correct the issue, and the device passed all functional and performance tests after repair.

Event description:
It was reported that there is a rattling noise inside. Also when it's turned on, it does not work due to gas leakage. There was unknown patient involvement and unknown patient harm adverse event reported.

Manufacturer narrative:
B3: date of event and d5: operator of device are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.